Event description:
Device report from (B)(6) reported the following: revision due to pain. Shinbone high place osteotomy, we performed hto using tomofix small during the operation on (B)(6). Patient returned to the hospital with a complaint of pain concerning the procedure in (B)(6). X-rays confirmed a loss; re-performed lcp dual plating. This is the second of three reports for this event.

Manufacturer narrative:
Device received at synthes gmbh and is in the evaluation process, no conclusion has been drawn.